Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break during the procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted in the duodenum to treat common bile duct stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the pull wire was retracted to deploy the stent. However, the inner black catheter could not be removed from inside the stent, and it was noted that the pull wire was detached from the inner black catheter. The device was removed, and another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event.